Event description:
In 2003 pt went to the eye doctor. Pt had a trial pair of contects given to them. The next evening pt noticed that the contacts were expired, with dates from 05/00 - 12/02. The doctor told them that this was ok. Pt never put the contacts back in and the doctor didn't seem concerned. They were going to call pt back. Pt had to go to work so pt just drove by the office. They told them that it was ok the rep from the company even insures not to worry the lens were still good. Because they have been sealed. Pt asked them why would they put a expiration date on something if it doesn't matter. Pt asked for their records and they told pt to come back.